Event description:
Consumer reports toothbrush head breakage during use. He swallowed the piece and eventually passed it. This is being reported as a malfunction with the potential to cause a serious injury; chipped or broken tooth.

Manufacturer narrative:
The product was manufactured at one of the following locations. Since the consumer has not returned the product to date we are unable to determine at which location this particular product was manufactured. Contract manufacturer: (B)(6).